Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a device check, the right atrial (ra) lead threshold was too high and no capture was noted in the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.